Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that in the middle of the night, patient woke up with terrible discomfort in both legs that woke patient up, stating "it took some time to get my legs to calm down". Patient used controller to check ins settings and determined the ins programming had changed on its own. Patient stated that stim is kept on group b 1.7, and stim had changed itself to group a 0.1. This is the second occurrence, stating the first time it happened was a week ago. Controller was on night stand and was not in a spot that could have caused accidental change in stim. Patient stated that he did not believe the adaptive stim is enabled. Patient had a doctor's appointment on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the hcp. Patient reported that the cause was still unknown. Patient contacted a manufacturer representative. No resolution. The issue was not resolved. Patient stated that they have not experienced problems since 8/31. Later, the hcp reported that the cause was not determined, it may have been due to body position and the intensity. Actions/interventions taken were that patient changed programs and turned it down. The issue was resolved. Hcp provided patient weight. No further complications were reported/anticipated.